Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient's ins was explanted and replaced with a competitor's product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Based on clarifying information received from the manufacturer representative, the ins (serial # (B)(4)) explant date was incorrectly reported and the correct date has been added to this report. As the device explant pre-dated the initially reported event, review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting updated device information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient has not had effective tremor control on one side. The rep reported that the patient's impedance readings were normal and that the patient underwent a head MRI to determine the lead placement. The rep reported that the patient has undergone multiple programming sessions, but the issue has not been resolved. Additional information was received from a healthcare provider (hcp) and a manufacturing representative reporting that the cause of the issue remains unknown. An MRI was performed and determined the lead placement was as it should be. All field tests are proving to be normal. There have been multiple programming sessions preformed. Despite the tests proving normal, it was stated that they are considering an ins replacement. More additional information was later received from an hcp indicating the battery showed signs of dysfunction, and that this was a single-channel ins. The ins was explanted. No patient symptoms or further complications were reported as a result of this event.